Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Update from 08/13/2015- the dealer states the left side frame broke at a weld. The dealer stated the user was doing maintenance on his chair checking out his wheel bearings and notice that there is a hair line fracture on the frame.